Manufacturer narrative:
The glucose reagent lot number was 88231201 with an expiration date of 31-aug-2026. The hdl reagent lot number was 86546601 with an expiration date of 28-feb-2027. The field service engineer checked the analyzer but did not determine a specific cause. He performed fine-tuned adjustments for the sample probe and the system wash, and he adjusted the rinse mechanism vacuum lines. He performed a hardware check test, and the results passed with expected precision. The investigation is ongoing.

Event description:
There was an allegation of questionable low results from the cobas c 503 analytical unit compared to the repeat results from another cobas c 503 analytical unit. Sample 1 initial glucose hk gen.3 result was 11 mg/dl, and the repeat result was 106 mg/dl sample 2 initial hdl-cholesterol gen.4 result was 7 mg/dl, and the repeat result was 78 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The analyzer alarm trace contained abnormal aspiration (sample pipetter) alarms. Qc recovery was within the acceptable range before and after the event. The investigation was unable to determine a specific root cause, but confirmed the issue was resolved after the service actions. The investigation did not identify a product problem.